Event description:
A customer reported experiencing issues with a pump that was emitting a burning-like smell. No details were provided regarding any impact on the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.